Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 units of blood transfusion for gastrointestinal bleeding. 1 gastroscopy was performed (B)(6) 2021 and sources of bleeding were clipped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient was transplanted on (B)(6) 2021 (reference MFR#2916596-2020-04546). A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.